Manufacturer narrative:
The explanted devices were most likely discarded by the medical facility and were not returned to bsn for further evaluation. A review of the manufacturing documentation of the explanted devices found that, no anomalies or deviations potentially related to the event occurred during manufacturing. This is the final report.

Event description:
A report was received that a pt's precision system was explanted due to pain at the pocket site. The device had been working properly prior to explant. The pt was reportedly doing well following the explant procedure.